Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the display screen remained blank after she changed the battery; audible tones were present. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 08/05/2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the complaint of blank display screen was not duplicated during the investigation. The display was found to be functioning properly.